Event description:
Clinic notes were received on a vns patient reporting that their vns was interrogated and their eri flag was a yes. The patient was referred to have their vns replaced. It was additionally reported that the patient was having seizures and unknown if over their prevns rate, increased depression and unknown if over their prevns rate. The patient was also having suicidal ideation but no plan made or intentions of harming self. Reported diagnostics were performed that showed all to be ok with their vns and dcdc 2, but the generator was ready to be replaced. Good faith attempts are being made for the explanted product to be returned for product analysis and for further details about the reported events.